Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked and the device was nonfunctional, prompting the user to discontinue pump therapy and transition to injections; a replacement ilet was arranged with instructions provided for shutdown, data sync, return, and restart procedures. Symptoms included tiredness associated with hyperglycemia, with a reported peak blood glucose of 439 mg/dl and approximately four hours above 180 mg/dl. Outcomes included no alerts because the device was off, no ketone testing, no backup therapy administered at the time of the high glucose, and no medical intervention or hospitalization. Investigation included complaint intake, use and handling review, and replacement logistics. Investigation of this device revealed physical damage to the display consistent with a cracked screen, resulting in loss of function and inability to deliver therapy via the pump. It was concluded, based on previously established findings for similar reports, that the cause was device damage from external physical impact.